Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet7 reperfusion catheter (jet7). During the procedure, the physician advanced the jet7 through a neuron 6f 088 long sheath (neuron max) without a guidewire or microcatheter. While attempting to advance the jet7 alone into the target vessel, the physician experienced resistance; therefore, the jet7 was removed. Upon removal, it was noticed that the tip of the jet7 was stretched and uncoiled. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), a guidewire, a velocity delivery microcatheter (velocity), and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched from approximately 107.0 ¿ 112.0 cm from the hub. The device was fractured approximately 112.0 cm from the hub. The distal fractured portion was not returned for evaluation. Conclusions: evaluation of the returned jet7 confirmed stretching and revealed a fracture. If the device is forcefully retracted against resistance, damage such as these may occur. It was reported that a guidewire and microcatheter were not used while advancing the jet7. This may have contributed to the resistance during advancement. If the device is forcefully retracted against resistance, damage such stretching and subsequent fracture may occur. The neuron max identified in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.